Event description:
Related manufacturer reference number: 2017865-2022-05023. It was reported that the implantable cardioverter-defibrillator and right ventricular lead exhibited non-sustained oversensing. No programming changes were made. The patient was stable and will continue to be monitored.

Event description:
New information indicates that the right ventricular lead exhibited high capture thresholds and continued noise oversensing which caused inappropriate shock. The implantable cardioverter-defibrillator had no allegation of malfunction and was explanted electively. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6.